Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 the patient obtained the blood glucose reading of 114 mg/dl on the reported meter, and a laboratory result of 92 mg/dl within 10 minutes. The patient noted that afterwards she experienced the symptoms of stress and feeling tired. The patient visited her physician, who made no changes to her diabetes management routine. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient¿s technique was correct. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms were not indicative of severe injury and she did not receive any treatment. However, as the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.